Event description:
The company was informed that two repositioning attempts were made by the surgeon on(B)(6) 2026 and (B)(6) 2026 due to a displaced magnet. The recipient reportedly presented with pain with device use.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.